Manufacturer narrative:
Device was discarded by customer; no evaluation is possible. (B)(4).

Event description:
Sales rep was present during the case and reported that towards the end of the case, while morcellating a fibroid and completing the hysteroscopy portion, they noticed the fluid rising rapidly, almost to the max level. While doing the tubal laparoscopically, they were able to see that the uterus was perforated. This is the first time this dr has used the truclear system, the morcellator was discarded. The case was not stopped due to the perforation; as it happened at the end of the case. No back up device was needed. The location of the perforation is where they were removing the growth. The visualization on the monitor was clear. Sales rep indicated there was no defect with the device. The doctor put a surgical mesh over the perforation. No further procedure was performed. Condition of patient is good.